Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, leaflets were grasped and it was attempted to release the device, but it remained attached and did not release as expected. Troubleshooting was performed, gripper caps were removed from the lock and gripper lines were removed and the clip was successfully released. It was noted that the clip was attached to both the leaflets. All steps were performed as per IFU. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.